Event description:
On (B)(6) 2014, v-p shunt implantation was conducted for the patient with subarachnoid hemorrhage. During implantation preparation, the surgeon tried to change the setting pressure of the device, but it could not be changed. Since the surgeon visually confirmed the stepping motor was not rotating, he used another product (82-3100) to complete the case. No surgical delay or harm to the patient was reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; no defects were noted. The valve was still in sealed packaging. The valve was tested for programming still in the packaging and passed the test. A review of the history device records confirmed the valve product code 82-3100, with lot crfbd1, conformed to the specifications when released to stock on the 2nd june 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.